Manufacturer narrative:
Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed. This complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed empirically based on observations made by the clinical specialist. Available information suggests potential contributing factors are patient related. Patient related factors include anatomical concerns noted prior to procedure: dense chords and partial flail posterior leaflet. Additionally, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. There are no nonconformances identified related to the complaint event.

Event description:
Edwards received notification of a pascal in tricuspid position where per notification from site coordinator, the discharge tte showed slda at septal leaflet.the clinical specialist and safety team stated that the patient had symptoms of worsening tr reported but there are no plans for reintervention. There were no device issues during or post implantation. There were anatomical concerns noted prior to procedure which included dense chords and partial flail posterior leaflet. The grade of tr before procedure was torrential and grade of tr after procedure was massive. Grade when the slda happened went back to torrential.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label. H3 other text : implanted.

Event description:
Additional information received stating that the patient underwent a valve replacement surgery.

Manufacturer narrative:
Device has been received and is in process of being evaluated. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed empirically based on observations made by the clinical specialist. Available information suggests potential contributing factors are patient related. Patient related factors include anatomical concerns noted prior to procedure: dense chords and partial flail posterior leaflet. The pascal implant was explanted and sent back after the patient underwent a tricuspid valve replacement. Furthermore, no manufacturing non-conformities were found on the returned sample.